Event description:
A peritoneal dialysis (pd) pt experienced drain issues during treatment. He remained asymptomatic and did not require med intervention. The reported drain volume of 4,120 ml was 187% over the expected drain volume, which resulted in a reportable device malfunction. The pt did not require med intervention or treatment as a result of the overfill.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is not confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non conformities during the mfg process. In addition, the batch record review confirmed the labeling, materiel, and process controls were within specification.